Event description:
Incorrect imaging is possible when importing a third-party digital image (dicom) file into the ilumavision application (an image not generated using imtec's iluma cone beam computed tomography (cbct) scanner). The imported dicom file may display in inverted form (for example, an image may appear upside-down or reversed left to right). As a consequence, decisions based on these images could be inaccurate and pt treatment inappropriate.

Manufacturer narrative:
No pt injuries have been reported in association with this event. This software anomaly was discovered during post-release testing by imtec personnel. Dicom image files for which every data point's z-coordinate is negative (less than zero) will import into ilumavision in an inverted manner. This is true even for dicom 3.0 complaint files, as having coordinates with a value less than zero is valid in a dicom file. However, if any or all of the z-coordinates (for any data points in the file) are greater than zero the dicom date is displayed correctly. The company has developed a fix for this software anomaly and is in the process of performing field corrections of the affected software.